Event description:
The customer contact reported device breakage; subsequently, a leak was noted. An unspecified primary tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact indicated that the plum set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic solution. A few seconds after the delivery was started, it was reported that an unspecified clave port broke at the ivpb site. At this time, the customer contact reported that an unspecified volume of solution leaked onto the floor. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to the pt. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 401065h. This report represents all the information known by the reporter upon query by hospira personnel.